Manufacturer narrative:
The reported product was previously reported for malfunction under adc case ID 18612671 / MDR 2954323-2019-08490. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. Dhrs for the freestyle test strips were reviewed and the dhrs showed the freestyle test strips passed all tests prior to release. Retain testing was performed and all units performed within specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported in (B)(6) 2019 that she received erratic readings on her adc meter and replacement product was ordered. On (B)(6) 2020, customer reported receiving incorrect product and not knowing how to use the product, therefore being unable to test. Customer reported experiencing symptoms described as dizziness and stomach issues and self-presented to a hospital where she was diagnosed with hyperglycemia and administered insulin via injection as treatment. There was no report of death or permanent impairment associated with this event.